Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, the doctor tried to press the button but could not. The surgeon did not see the green color on the device before he pressed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.